Manufacturer narrative:
Samples returned were inspected to evaluate the integrity of the foil pouches. This included visual inspection under magnification, and dye penetrations testing (per astm f3039). As reported and found the opened foil pouches had areas of indentations, striations, deformation. All visual observations are anticipated conditions that may present when opening the foil pouches. There were no breaches of the material found during dye testing. Visual examination confirms the seal transfers were intact at the time of manufacturer. Review of the manufacturing records confirms the device was manufactured to specification. The instructions-for-use, supplied with the device states, "this mesh is supplied sterile. Prior to use, carefully examine package and product to verify neither is damaged and that all seals are intact. Do not use if the foil pouch or package is damaged or open, or if the center of the temperature indicator on the foil pouch is black." The foil pouch used on bd st products uses aluminum as the moisture and oxygen barrier material. The pet, ldpe, and the peelable film are sandwiching the aluminum. The pet, ldpe, and the peelable film comprise the sterile barrier. During normal handling and opening, the pouch material can result in visual marks. These marks are expected based upon use and are acceptable based upon validation testing. Sometimes during opening, the pouch material can be stretched while pulling and folding back parts of the pouch. This stretching can result in ¿cracks¿ or ¿pinholes¿ in the aluminum layer. The pet, ldpe, and peelable film layers are still intact. Even if light can be seen through the foil layer as the pet, ldpe, and peelable film layers are transparent. Aluminum is a metal and in thin layers is very impressionable to forces placed on it. The plastic layers surrounding the aluminum bolster it and keep everything together. A level of visual marks are normal and acceptable as long as the total structure remains intact. This MDR represents the phasix st mesh lot number huks0040. Additional MDR's were submitted to represent the additional product codes / lot numbers of the evaluated products. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on 05-nov-2025 during two separate cases for hiatal hernia repair the user facility reports that the foil pouches once opened had pin holes along with deep scratches and are concerned they have been compromised, breach of sterility. They alleged they can see light through the pouch when using a flashlight during inspection. The facility performed an inventory inspection opening multiple products (phasix st, ventralight st, phasix ops, phasix echo) with the same condition of damage. The two cases were completed using another device that did not exhibit the same issue. This resulted in an inconsequential delay. There was no patient harm as a result of the problem experienced. This MDR represents the 1 phasix st mesh from lot number huks0040 opened by the customer.